Manufacturer narrative:
It was reported that the patient experienced a small burn to the tongue during a tonsillectomy procedure. The patient was under general anesthesia. This incident did not prolong the procedure and the patient did not need additional anesthesia to complete the procedure. No impact to the procedure reported. Reportedly, the small burn was treated with aquaphor. There was no further reported impact to the patient. No impact to patient stability reported. There was no sample returned to the manufacturer for evaluation. No sparking, smoking, arcing, or fire was reported. Due to the reported incident this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a small burn to the tongue during a tonsillectomy procedure.